Event description:
Healthn care professional(hcp) reports a fiber leak at the onset of treatment on an unknown reuse number noted by a blood leak alarm but hcp did not do hemastix and did not see visible blood in the dialysate lines. No blood loss since blood was rinsed back to the pt and treatment continued with new disposables without incident. No pt injury or medical intervention reported.